Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, when using 5/16" pvc tubing, the pump head was not occluded properly and backflow was observed.

Manufacturer narrative:
(B)(4). The date selected for date received by manufacturer corresponds only to the additional device information (serial number and manufacture date). The complaint investigation was closed on january 27, 2017. Device manufacture date (mm/dd/yyyy): 02/03/2015. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service responsible was dispatched to the facility to investigate. The service representative learned that the hospital was using tubing set which is not approved for use with the device. The customer was informed and no further failures have been reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue.